Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 119668 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes had a damaged cap. No serious injury or medical intervention reported.